Manufacturer narrative:
Therapy dates for the following concomitant devices are unknown at this time: model 3722, scs ipg; model 1192 (x2), scs anchor. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-11928. It was reported ((B)(6)) the patient experienced a traumatic event causing ineffective stimulation. X-rays revealed the patient¿s lead migrated. To address the issue, the physician plans to replace the migrated lead. Note: both of the patient's leads are being reported because it is unknown which lead is migrated.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2018-11928. Reference MFR. Report#: 1627487-2018-13204.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-11928. Reference MFR. Report#: 1627487-2018-13204. Follow-up revealed the patient underwent surgical intervention. During the procedure, the anchor associated with the lead that had migrated was found to be broken. In turn, the broken anchor was explanted and replaced along with the associated lead that had migrated. Surgical intervention addressed the patient's issue. Note: both of the patient's lead are being reported as explanted because it unknown which device was replaced.